Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor reconstruction with uphold lite including cystocele repair procedure performed on (B)(6) 2015. According to the complainant, (B)(6) 2015 the patient experienced pudendal neuralgia, urinary retention, urinary urgency, urinary frequency, difficulty voiding, severe right buttock pain associated with constipation, and acute lower urinary tract infection. Consequently, the patient was treated with pudendal nerve block, nitrofurantoin, and foley catheter. On (B)(6) 2015, the point of maximal tenderness along the pudendal nerve on the right side was identified and the patient was treated with 10ml lidocaine 1% and 1ml kenalog 40.